Event description:
It was reported that during a routine follow up this device could not be interrogated. After multiple attempts and replacing the programmer an ice pack was applied to the device for ten minutes. After this it was noted that telemetry was re-stored and the device was interrogated. The patient was discharged home. No adverse patient effects were reported. A review of the case by engineering noted that due to an intermittent temperature dependent telemetry issue the device could be susceptible to faster battery depletion. Ts noted that while it was possible for the device to operate normally, the conservative approach would be to explant the device. At this time the device remains implanted.